Event description:
Device 3 of 3: reference manufacturer report: 1627-2017-08032,1627487-2017-08041, 1627487-2017-08032. Follow up information indicated the patient had surgery to replace the lead. Reportedly effective therapy was established post-operatively.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 1627-2017-08032,1627487-2017-08041. It was reported one of the patient's leads was having impedance issues and the patient was having ineffective stimulation coverage. Surgical intervention may be taken to resolve the issue.